Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a gastrointestinal bleeding event. The patient was admitted to the hospital, transfused an unspecified amount of blood, and was currently receiving octreotide regularly. Additional information was requested but was not provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient presented to the emergency room in (B)(6) 2015 after a syncopal event where it was discovered that the patient's hemoglobin and hematocrit levels were low. The patient was admitted for further investigation. An upper endoscopy test was performed with no specific source found. It was reported that treatment included holding anticoagulation only.